Manufacturer narrative:
(B)(4). Event description continued: the clip was attempted to be closed without inserting the leaflets but removal of the clip back into the left atrium (la) was not possible. It was observed that the clip was still in a good grasping position; however, the leaflets were not under but over the gripper arms. The leaflets were grasped and the clip was closed. Echocardiogram showed a good leaflet insertion and immobilization of the leaflets beside the second clip. The clip was successfully deployed with a stable position and the mr was further reduced to 1. No extra medication was given prior, during or after the procedure. Several echo examinations performed the days after the procedure showed a stable clip position. There were no signs of leaflet detachment or other instabilities and the remaining mr grade was 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Concomitant products: mitraclip system: steerable guide catheter, lift, support plate, stabilizer, 1 implanted mitraclip. (B)(4) - incorrect grasp/gripper line removability. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This report is filed for the difficulty during removal that was experienced with the clip delivery system (cds 10331805/16). Difficult removal has potential for injury. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. The first clip (10331825/14) was successfully implanted and the mr was reduced to 2. The second cds (10331805/16) was prepared and tested prior to use. It was confirmed that no force was used to raise the grippers during preparation and the gripper lever was not pulled past the blue marker. The cds was advanced into the left ventricle (lv) without issues. After the closed clip had crossed the leaflets in the left ventricle (lv) the clip was opened and the gripper lever was pulled to the blue line. It was observed under fluoroscopy that the grippers were still in the lowered position. Several attempts were made to raise the grippers with the lever but the arms were still in the extended position. The flush flow was increased and the cap of the gripper lever was removed. An attempt was made to pull both ends of the gripper line but only one gripper arm was moving slightly. The physician commented that the force to remove the gripper line was unusually high. The gripper line was pulled further with very gentle force. At this point, one end of the gripper line disappeared into the clip delivery system (cds) handle. An attempt was made to remove the clip out of the lv, but due to the extended grippers, it was not possible as the clip was stuck.

Manufacturer narrative:
(B)(4). Evaluation summary: the clip delivery system was returned for analysis. There were no knots, kinks / bends and no issues noted with the gripper line. The two ends of the gripper line were examined and one end was identified to be the manufacturing cut end; however, the other end appeared to be broken due to tensile forces. It was confirmed by the account that the gripper line did not break, and the entire gripper line was able to be successfully removed from the cds during procedure. Therefore, the gripper line break post-procedure was likely due to post-procedure handling or shipping. Functional testing for the reported difficult to open close (gripper actuation issue) and difficulty removing the gripper line could not be replicated in a testing environment as the gripper line had been removed from the cds. A snare was inserted through each gripper line lumen and no high resistance was noted during insertion and retraction of the snare, which indicates that the gripper line lumens were unobstructed and undamaged. There was no evidence of burrs or sharp edges on the gripper line lumens. No damage or kinks were noted on the sleeve. Functional testing for entrapment of device or device component could not be tested as it was related to procedural circumstances, and could not be replicated in a testing environment. Potential causes for difficult to open or close (gripper actuation issue) and difficult to remove (gripper line), can be caused by, but are not limited to, manufacturing anomalies (kinked/bent/damaged gripper line), patient morphology, user technique and procedural conditions (procedural circumstances influencing the ability to actuate the grippers and removal of the gripper line). As part of the mitraclip manufacturing process, all devices undergo visual and functional inspections to verify product quality. Review of the device history record (DHR) confirmed that this device passed all in-process and final inspections including verification that the grippers actuate as expected and verification of gripper line being free of twists, kinks or other damage. Additionally, there were no non-conformances identified for this lot that would have contributed to the reported event and a review of the complaint database indicated there have been no other incidents reported from this lot. The user also confirmed there were no issues while functionally inspecting the cds during device preparation, which is an indication that the device was functioning properly prior to use. With respect to patient conditions, procedural conditions and/or user technique/procedural handling , the reported gripper issue and difficulty removing the gripper line, may be influenced by patient anatomical morphology and patient disease state (such as tortuosity of the vessel, resulting in increased tension on the device), unintended curves on the device applied to the device, frequent raising / lowering the grippers, retracting the gripper lever too far resulting in damage to the grippers, or introducing knots on the gripper line while unwrapping it from the gripper lever causing difficulty in gripper line removal. It was confirmed that the gripper lever was not retracted beyond 1.5 cm past the blue marker, and no force was used to raise the grippers. Additionally, the gripper lines were inspected for damage (knots/twists), prior to gripper line removal. In this case, it is possible that the cycling of the grippers, or inadvertent handling of the grippers, caused slack on the gripper line resulting in the grippers being unable to be raised. Additionally, it is possible that the natural curvature and/or external force on the device caused increased tension on the device, and the procedural interactions / patient curvature during the course of the procedure may have applied constrictive forces on the gripper line lumens. Through these constrictive forces, it is possible that the gripper line may have become restricted in movement resulting in the difficulty removing the gripper line and the gripper unable to be raised; however, this cannot be definitively confirmed. Based on the information reviewed, a definitive cause for the difficulty removing the gripper line and gripper actuation issue could not be determined. Due to the gripper actuation issue, attempts were made to remove the clip from the anatomy; however, the clip became caught on the chordae during attempts to remove the clip, and could not be removed from the patient anatomy and from the chordae. The reported chordae entanglement appears to be related to procedural conditions. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Subsequent to the initial report, the following information was provided: there were no issues observed during functional inspection, prior to use, and no challenging anatomy. There was no unexpected movement/steering of the cds, no difficulties visualizing the clip, no extreme curves applied, and the cds was not curved more than 90 degrees. The gripper lines were inspected for knots/twists prior to removal, with none noted. Resistance was encountered from the beginning of gripper line retraction. When the grippers didn't move upwards while using the gripper lever below the blue marker, the gripper lever was retracted approximately 1-1.5 cm beyond the blue marker. The gripper line was removed with some force. The grippers were actuated approximately 5-6 times before they were unable to be raised. The gripper line was removed completely, without breaking. The resistance experienced during removal of the clip into the left atrium (la) was possibly due to entanglement with the chordae structure. No substantial clip arm orientation adjustments were made. It could be seen that there was a lot of tension when trying to pull the clip back into la. To prevent any damages to the valve, the clip was positioned appropriately to grasp the leaflets, with the leaflets were above the grippers. There was no tissue damage noted. No additional information was provided.